Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). Livanova (B)(4) received pictures confirming the reported issue. It could be identified that the yellow plugs on the cardioplegia mixing block were loose due to material degradation. A review of the DHR could not identify any deviations or nonconformities relevant to the issue. Corrective actions are in progress for this issue.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was leaking water during priming. There was no patient involvement.